Manufacturer narrative:
The client decided not to return the device. It is not possible to determine the cause of the reported event without an evaluation of the device. The client decided not to return the device.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the sagittal saw attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.